Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins hadn't been working for "years". The patient confirmed that the ins hadn't been charged in well over a month. They were now needing an MRI of their brain, so they requested MRI eligibility, which was reviewed. They were redirected to have their device checked by their doctor. No symptoms were reported. No further complications were reported or anticipated.